Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported implant related to tissue damage could not be determined. The patient effects of heart block appears to be related to procedural circumstances (implanted depth and injury to the bundle of his). The reported hospitalization and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure and no difficulty implanting the 29mm navitor vision valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 6.7mm and the final non-coronary cusp implant depth was 8.09mm. On (B)(6) 2024, it was noted that the patient developed a complete heart block. The decision was made to implant a permanent pacemaker. Cause of the patient's complete heart block is due to an injury to the bundle of his. There is no allegation of malfunction against the abbott device or procedure.